Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the new orders were not crossing over to the station. A technical support specialist restarted the external messaging service and ran a server down query, which showed messages created, sent, processed, and successfully processed with no backlog pending, contacted customer and verified that orders were transmitting successfully, confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server new orders were not crossing over. The health sight viewer (hsv) did not display any error messages, and patients were visible on the server; however, new orders were not visible on either the server or the devices. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.